Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter would not turn on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began on the morning of (B)(6) 2015. The patient informed the csr that he manages his diabetes with self-adjusting insulin based on blood glucose readings. During the follow-up call, the patient claimed he overestimated the amount of humalog insulin to administer and took twice the amount he should have on (B)(6) 2015 at 9:00 pm when he was unable to obtain a blood glucose result due to the alleged meter issue. The patient claimed that 4 days after the alleged issue began, he developed symptom of ¿sweating¿; symptom he associated with a low blood glucose excursion. During the follow-up call, the patient reported treating himself with 2 glucose tablets and claimed he began to feel better 10 to 15 minutes afterwards. The patient denied that his blood glucose was tested with any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that the correct test strips were being used for testing. The csr confirmed the patient was able to turn the meter on manually when the power button was pressed and when a test strip that previously did not turn the meter on was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/23/2015). The patient¿s test strips have been returned on 6/4/2015 and evaluated by lifescan product analysis on 6/18/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ correction. Supplemental sent to correct information previously sent. Follow up 2, reporting test strips results was a duplicate supplemental report. Alert date should have remained at 6/18/2015, and has been altered.